Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing an increased pain. The patient was prescribed with medication.

Event description:
It was reported that the patient was experiencing an increased pain. The patient was prescribed with medication. Additional information was received that the patient underwent an explant procedure and the explanted ipg will not be returned per hospital policy.